Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, it was observed the patient acquired an arteriovenous (av) fistula. The av fistula was compressed and the patient was placed on bed rest until the condition improved. The outcome of this case is unknown. No further patient complications have been reported as a result of this event.